Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/apr/2013, 19/oct/2015, and 21/jan/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, lump/nodule, and visibility/palpability are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability, lump/nodule, and capsular contracture, baker grade IV.

Event description:
Patient reported having experienced a side unspecified "hardening of the breast" and ¿hard knots or lumps surrounding the implant or in the armpit.¿ healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.